Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.